Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps were lagging and not responding. It was thought to have tissue stuck in it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the timing of the instrument was not appropriate. There was no instrument to instrument or system interference. The issue was persistent. No injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of dislodged pitch cable to be related to the customer reported complaint. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. Additionally, the instrument was found to have a frayed grip cable at the proximal clevis hole and the grip hub, but the cable is not fully broken. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.